Event description:
It was reported that the secondary set c62 spike was broken. This was discovered before use. The following information was provided by the initial reporter: c62 product defect. After removing c62 from packaging, the pharmacist noticed that the spike was already broken inside the protective cap.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-18. H6: investigation summary one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, the spike cap was observed in place, however, the spike was verified to be broken. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12067. Four retained samples were used for additional evaluation, no damage or other defects were observed. The spike for this set is provided by a supplier whom we have notified of this incident and provided the sample for further evaluations. Machines use an alarm system to detect and notify personnel of any damaged or missing spikes, the machine operator then manually removes the defective piece. Testing was performed using a broken product and the machine was verified to properly notify personnel of the damage so the piece could be discarded. It is possible an isolated incident related to mechanical damage weakened the spike which may have fully broke until after inspections were performed. A review of the device records for the impacted component did not reveal any non-conformities related to this failure. Based on available information, we were not able to identify a definitive root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the secondary set c62 spike was broken. This was discovered before use. The following information was provided by the initial reporter: c62 product defect. After removing c62 from packaging, the pharmacist noticed that the spike was already broken inside the protective cap.